Event description:
Reportedly, to treat the heavily calcified cto lesion at lad#7, a 0.014" guidewire was advanced into the lesion. In order to exchange the guidewire with a rota wire for rotablation, corsair catheter was advanced into the lesion over the guidewire, and during the manipulation the tip of the catheter was caught in the lesion and the tip was broken off. Retrieval of the broken fragment was attempted but failed, patient is under medical monitoring at the physicians discretion.

Manufacturer narrative:
Investigation of returned device revealed that the tip section was broken off. Severe deformation damage was observed with the internal radiopaque blading. Lot history review revealed no anomaly relating with the reported event. No other similar experience report has been received for this lot. It is inferred that rotational manipulation to the catheter of which tip end was caught by cto lesion was applied with force, resulting breakage of tip when the accumulated rotational force exceeded the product's design limit. IFU describes: " do not use in advanced calcified lesion." As one of the contraindications and prohibitions. Warning section of the IFU describes; "do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Identify the cause of resistance under the fluoroscopy and take an appropriate action... Continuing rotation may damage or break the catheter or damage the blood vessel. "If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter."